Event description:
It was reported that (1) 511sd was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon introduced the 511sd into the abdomen. The surgeon stated that the blade did not retract. The surgeon used the 511sd to complete the case. There was no consequence to the pt.